Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented experiencing pre-syncopal symptoms. Upon interrogation, the right ventricular lead exhibited noise. The lead was capped and replaced. The patient no longer experienced further symptoms.